Event description:
The device was used during a low anterior resection procedure. The surgeon reported that no staples were present in the device when it was fired. Another device was used to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.